Event description:
The physician attempted to deliver a scuba co-cr peripheral stent system (sca) to a right subclavian artery which exhibited 80% stenosis. It was reported that force was applied to the device during delivery and that the stent dislodged close to the lesion during advancement. The physician used a snare to remove the dislodged stent. No issues were noted with the device during preparation. No patient complication was reported. Device evaluation the balloon of the returned device was inspected and the heat setting marks were clearly recognized close to the marker bands. Crimping marks were evident on the surface of the balloon. The returned stent appeared little bit flattened on one side. No abnormalities were detected on the shaft.

Manufacturer narrative:
(B)(4) failure to follow instruction (use of the device in right subclavian artery contrary to IFU); related to operational context (force required to advance the device), patient's condition affected effectiveness of device (80% stenosis present at lesion site); user error contributed to event (use of the device in right subclavian artery contrary to IFU); operational context contributed to event (force required to advance the device) device failure/lack of effectiveness related to patient condition (80% stenosis present at lesion site) (B)(4).